Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon used a 3.8mm heartstring with aortic punch during an off-pump CABG. He feels that although the punch worked, he thought the sharp end advanced too far out. The hospital did not report any patient effects.

Manufacturer narrative:
10/26/2016 12:37 pm (gmt-4:00) added by (B)(6): record ID : (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The deployed needle was measured to be .603 in which is within tolerance specification. The actuation button was depressed approximately 1 inch inside the tool . There were no signs of tampering to the device. The device was returned with a fully deployed needle. Based on the condition of the device as returned, the reported complaint was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon used a 3.8mm heartstring with aortic punch during an off-pump CABG. He feels that although the punch worked, he thought the sharp end advanced too far out. The hospital did not report any patient effects.

Manufacturer narrative:
Resubmitting f/u 2 as f/u 1 per FDA request. Original date received by manufacturer: 10/26/2016. Record ID : (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The deployed needle was measured to be .603 in which is within tolerance specification. The actuation button was depressed approximately 1 inch inside the tool . There were no signs of tampering to the device. The device was returned with a fully deployed needle. Based on the condition of the device as returned, the reported complaint was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon used a 3.8mm heartstring with aortic punch during an off-pump CABG. He feels that although the punch worked, he thought the sharp end advanced too far out. The hospital did not report any patient effects.